Manufacturer narrative:
Medical device expiration date: unknown. Batch number 90288834 not found. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that during use of the bd eclipse¿ needle the needle was clogged. There was resistance in the needle liquid was not introduced even with correct application technique. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when performing im application, needle shows resistance / "defect" during application. Liquid is not introduced, even though it is performed with correct application technique, being observed that even with pressure the same was not introduced.